Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported the patient developed hemolysis during pump support. Patient's lactate dehydrogenase decreased, and urine was red/brown. To treat the patient haptoglobin was administered (amount unknown) and impella's position and level were changed. No further information was required.